Event description:
Stryker (B)(4) rep reported that the head came out of the poly insert. The patient was revised.

Manufacturer narrative:
An event regarding dislocation involving a metal head and adm liner was reported. The event was not confirmed. The head, adm liner and mdm liner were returned for evaluation. Damage consistent with in vivo use and explantation damage is noticed on all three components. Damage was observed on both the inner rim and outer sphere of the head and on the outer sphere of the adm liner. Dimensional inspection was performed on the returned device. The report concluded: the returned device lot 64568501 (part 1236-2-848) was re-inspected as per igs-0029573 ver. 7 and found to be failing for "b diameter" and "true position inner sphere" above their respective upper tolerances. A review of the original DHR confirmed that the "b diameter" and "true position inner sphere" of the returned device were in specification at the time of manufacture. As per igs requirements, the b dimension is checked on i00% of parts during the in-process inspection. The b diameter feature is also checked on a coordinate measuring machine (cmm) on the first and last part of the original batch of 18 parts. It is likely that the assembly and disassociation of the liner and femoral head resulted in the "b diameter'' and "true position inner sphere" going out of specification. The complaint is deemed not to be manufacturing related. No medical records were received for review with a clinical consultant. Indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The complaint is deemed not to be manufacturing related. The event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
Stryker (B)(4) rep reported that the head came out of the poly insert. The patient was revised.